Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was unable to verify the reported issue. Upon the receipt of the device logs, a supplemental clinical review was performed. Based on the updated information, it was determined that the device use may have contributed to patient outcome. The issue is related to the user error as the user attempted the defibrillation while in sync mode.

Event description:
The customer contacted stryker to report that their device did not provide defibrillation energy during intervention on a patient with cardiac arrest. The patient associated with the reported event did not survive.

Manufacturer narrative:
In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. Stryker performed a clinical review of this case and it was concluded that the device use may have contributed to patient outcome. The device not being able to deliver the shock caused a delay in patient care that may have contributed to patient outcome. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not provide defibrillation energy during intervention on a patient with cardiac arrest. The patient associated with the reported event did not survive.